Event description:
A blood leak developed at the tubing connection between the heat exchanger and the oxygenator during the re-warming stage of a bypass procedure. The perfusionist tie-banded the connection to stop the leak, the oxygenator was not changed out and the case was completed successfully. The total blood loss was estimated to be less than 50-cc.